Event description:
Related manufacturer reference number: 2017865-2022-02063. Related manufacturer reference number: 2017865-2022-02065. It was reported that the patient had twiddler's syndrome after implant of their implantable cardioverter defibrillator was implanted. The left ventricular lead and atrial lead were not sensing nor capturing. Chest x-rays confirmed the leads had dislodged. The right ventricular lead was stable and in good position. The atrial lead and left ventricular lead were turned off. The implantable cardioverter defibrillator was programmed to right ventricular lead only. The patient was stable.

Manufacturer narrative:
Correction: h6 - clinical code updated to no clinical signs, symptoms or conditions, was previously reported as twiddlers syndrome.

Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) and leads were explanted. The patient condition was stable before, during, and after the procedure.